Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the following are likely to have contributed to the reported event. The specific cause of the device not releasing was not established. The loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. The tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. An attempt was made to detach the loop in state of above description therefore, the loop detached from the hook in the tube. While the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. The hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. Since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. The slider was forcefully operated in state of ¿6¿ description. This had caused the operating pipe to bend and to break. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the sheath was cut near the base of the control section, the coil sheath was cut, the tube sheath was cut, the slider operation pipe was broken, the outer sheath of the operating pipe had a ductile shape due to bending loads, the snare loop was cut off, the snare loop had scratches on the surface and it was slightly deformed. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital- added due to character limitation in respective field.

Event description:
It was reported, the single use ligating device would not release properly. The issue occurred during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.